Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: risk factors for development of stroke in patients with continuous-flow left ventricular assist device support as destination therapy. The texas heart institute journal. 2025. Vol. 52, no. 2. Doi: 10.14503/thij-23-8332 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes and competing risk factors for postoperative stroke in patients who underwent continuous flow ventricular assist devices (vads) with a destination therapy indication. The authors described patient deaths; the deaths were grouped as operative, within thirty days of the implant of the vad, or in the follow-up period. The specific causes of death were unknown. There were patients who experienced postoperative complications such as atrial fibrillation (af), gastrointestinal bleed (gib) which included upper and lower gi bleeding, gastroenteritis, and other gi disorders which required hospitalization. Other complications were sepsis, strokes which included embolic and hemorrhagic, kidney failure, dialysis, pneumonia, multi organ failure, and intensive care unit (ICU) stays. Strokes were confirmed with computerized tomography (CT) imaging. Patients who developed af received amiodarone as treatment, attempted cardioversion to restore normal sinus rhythm, atrioventricular node ablation with an upgrade to a biventricular implantable cardioverter defibrillator (ICD), lidocaine, or digoxin for medical management. The status of the devices is unknown. No additional adverse patient effects were reported.